Event description:
Information received with return of the explanted device notes that the patient presented with "multiple dizzy spells". An ECG recorded intermittent pacemaker function with short periods of sinus/junctional bradycardia to 44 bpm, a 5-second pause and periods of vvi pacing at 63 ppm.